Manufacturer narrative:
New information received identified medical intervention with hospitalization and anesthesia was required to remove and replace the catheter line. Therefore, the reportability was change from a malfunction to a serious injury pursuant to 21 cfr 803. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that a catheter implanted in the right internal jugular was identified with an alleged external leak, as an attempt was made to infuse the patient with tpn due to a break proximal to the suture wings. It was also alleged two holes were found in the tubing. Therefore, the catheter was removed and the line replaced requiring hospitalization and anesthesia. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 5 fr s/l powerline polyurethane catheter w surecuff was returned for evaluation. A partial circumferential split was noted immediately distal to the suture wing, with the leaking noted at the site during infusion testing. When viewed under magnification, it was noted that the surface of the split was blocky with brittle material noted at the distal end of the suture wing. Based on these findings, the investigation is confirmed for the reported leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential contributing factors include chemical degradation, flexural fatigue and over-pressurization. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a catheter implanted in the right internal jugular was identified with an alleged external leak, as an attempt was made to infuse the patient with tpn due to a break proximal to the suture wings. It was also alleged two holes were found in the tubing. Therefore, the catheter was removed and the line replaced requiring hospitalization and anesthesia. The patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that allegedly, the catheter leaked. There was no reported patient injury.